Event description:
It was reported that atrioventricular (av) block occurred. It was reported that a versacross connect laac access solution was selected for a clinical watchman left atrial appendage closure procedure. Transseptal puncture (tsp) was performed using the versacross connect access solution, followed by advancement of a watchman trusteer access system (was). During the transseptal access portion of the procedure, the patient developed intermittent av block. Electrocardiogram (ECG) evaluation demonstrated sinus tachycardia with first-degree av block. Intravenous dopamine was administered, and the av block resolved during the procedure. An initial attempt with a 27mm watchman flx pro closure device was not successful. A 24mm watchman flx pro closure device was subsequently implanted successfully. The patient recovered and the event was considered resolved. Procedure was completed. Product return is not expected. It was further reported that since this is clinical study on the wm device so there was very limited information collected on the versacross. In addition, there does not appear to be an allegation to the versacross device for this event.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated filed describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because (clinical study). Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that atrioventricular (av) block occurred. It was reported that a versacross connect laac access solution was selected for a clinical watchman left atrial appendage closure procedure. Transseptal puncture (tsp) was performed using the versacross connect access solution, followed by advancement of a watchman trusteer access system (was). During the transseptal access portion of the procedure, the patient developed intermittent av block. Electrocardiogram (ECG) evaluation demonstrated sinus tachycardia with first-degree av block. Intravenous dopamine was administered, and the av block resolved during the procedure. An initial attempt with a 27mm watchman flx pro closure device was not successful. A 24mm watchman flx pro closure device was subsequently implanted successfully. The patient recovered and the event was considered resolved. Procedure was completed. Product return is not expected.